Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via mw5085728 that a patient underwent unspecified breast surgery with two unspecified mentor gel breast prostheses and was presented with generalised illness (gastrointestinal symptoms, insomnia and dry skin). As a result, patient underwent explantation and replacement on (B)(6) 1992 with 225cc mentor siltex round moderate profile (catalog # 3542630; lot # 55509) on both sides. This report is for one of the two effected sides.